Event description:
The customer contacted stryker to report that their device¿s lid magnet was missing from the lid. As a result, the device may not automatically power on when the lid is opened. This may lead to defibrillation therapy being delayed or unavailable, if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer has been provided with a replacement lid and battery. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.